Event description:
It was reported that there was a crack observed on the female connector of the disposable pressure transducer before use.

Manufacturer narrative:
The device was not returned for eval.